Event description:
A facility reported via medwatch (12/4/96), that a pt began shaking and complained of feeling cold and back pain during a dialysis treatment. A pyrogenic reaction was suspected. The treatment was discontinued. The pt's temperature had risen 2 degrees farenheit. Blood cultures were drawn and the pt was given vancomycin. The blood lines and dialyzer were discarded. The pt's temperature rose to 100.2 and the pt was sent to the ER. The pt was discharged on 11/21/96. The facility did have the hosp treatment info. The pt has since dialyzed at the facility without complaints. The machine was bleached and rinsed after the last shift on 11/16/96.